Manufacturer narrative:
External drainage catheter (ID 821731) has been returned for evaluation: unique device identification (UDI) - (B)(4). Failure analysis - external drainage system (eds) iii without collection bag was returned for investigation. The connector was visually inspected and a cracked was noted in the connector. It was leak tested, failed leaked from the cracked connector. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. The root cause of the problem reported by the customer is probably due to users¿ error over tightening, as noted in the IFU, finger tighten when connecting devices.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: when neurosurgery was administering amphotericin at the most proximal port in the external ventricular drain (evd), they noticed a crack when the medication all leaked out. The whole system was changed and the medication re-administered. No any signs and symptoms observed due to leaking.